Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. It was a long and difficult procedure. The patient had multiple ventricular tachycardia¿s. Early in the procedure the smart touch catheter was placed in the right ventricular outflow tract (rvot). Then it was moved to the left ventricular outflow tract (lvot). Ablation was done in the left ventricle. A pericardial effusion and perforation were noticed and confirmed by an intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 200 ml of fluid were removed. It was stated by the physician that the effusion was small and probably already there at the beginning of the procedure. If the pericardial effusion was not already there, than the suspected device would be the reprocessed st. Jude quad catheter. The reprocessed st. Jude quad catheter was placed and sitting low in the right ventricle. This is the location where the physician saw the effusion in the pericardial sac. This was an epicardial ventricular tachycardia. They were not able to reach it with the ablation. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found that rocker arm was detached from the catheter handle. An irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section. The catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found detached from ferrule inside the handle, causing a deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during deflection and temperature test; however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. It was a long and difficult procedure. The patient had multiple ventricular tachycardia¿s. Early in the procedure, the smart touch catheter was placed in the right ventricular outflow tract (rvot). Then it was moved to the left ventricular outflow tract (lvot). Ablation was done in the left ventricle. A pericardial effusion and perforation were noticed and confirmed by an intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 200 ml of fluid were removed. It was stated by the physician that the effusion was small and probably already there at the beginning of the procedure. If the pericardial effusion was not already there, than the suspected device would be the reprocessed st. Jude quad catheter. The reprocessed st. Jude quad catheter was placed and sitting low in the right ventricle. This is the location where the physician saw the effusion in the pericardial sac. This was an epicardial ventricular tachycardia. They were not able to reach it with the ablation. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. Since the biosense webster product was present in the right ventricle during the procedure, biosense webster could not rule out that the biosense webster product was not the cause of this adverse event. Therefore we are taking the conservative approach and reporting this event under biosense webster product.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant medical products: carto 3, model #: m-4800-01, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: (B)(4); cool flow pump, model #: m-5491-02, serial #: (B)(4); bwi coronary sinus catheter, model #: unknown, lot #: unknown, non-bwi -reprocessed st. Jude quad catheter. (B)(4).